Event description:
It was reported that following a lead revision the patient felt like ¿all of their nerves juts lit up¿ all at once through their whole body. They were unable to sit or lay down without pain. They stood for 14 hours straight using a walker because the pain was so bad. They called an ambulance and were given an IV. They took three injections of morphine into the IV before they could even lie down on the stretcher to go to the hospital. They were released the next day and were never given a cause of why it happened. They hospital told them they could not get behind on their medication.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).